Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported that the tampon came apart into pieces upon removal. She stated that she believes she was able to remove all of the pieces on her own and she denied any symptoms.